Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values with a horizontal trend arrow when scanning the adc freestyle libre sensor compared to an hcp meter. On (b)(6 2020, the customer obtained a scan of 126 mg/dl and went to the hospital for a pre-arranged egd (esophagogastroduodenoscopy) procedure. The hcp performed a routine blood glucose test and obtained a 228 mg/dl on the hcp meter. The customer was admitted and treated with oral potassium, and insulin injection (dose unknown), and IV fluids for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.